Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 453 and around 300 mg/dl. Patient had received several no delivery alarms. The customer was treated with insulin pump and manual injection. The device is expected to be returned for analysis.